Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: power error. Power error detected. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Insulin pump passed the displacement test and self test. During download review on (B)(6) 2021 and (B)(6) 2022 multiple pump error alarms were recorded. Insulin pump also alarmed after every battery replacement pump error alarms. Proceed it by cutting insulin pump open and perform a visual inspection on connectors and electronic assemblies. Internal connector was found not plugged in properly during visual inspection. After connector was plugged in properly in place insulin pump was monitored. No pump error alarms noted after battery replacement. Insulin pump received with cracked retainer, cracked case(battery tube) and cracked battery tube threads.in conclusion, insulin pump was received with pump error alarms after battery replacement due to internal battery not properly plugged in. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the insulin pump had pump error. It was reported that the customer was able to successfully clear the alarm and was able to complete pump rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device.